Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance the colonovideoscope exhibited e315 scope communication error. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following field was update: d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope exhibited e315 (non-applicable scope connection) due to corrosion of the scope connector. The root cause could not be identified. Based on the results of the investigation, the image abnormalities were caused by water droplets adhering to the circuit board due to water entering the scope connector and shorting out. According to the investigation it was not specify whether the device was used in accordance with the IFU from the complaint information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.